Event description:
It was reported that patient underwent a right knee revision approximately five years post-implantation due to loosening. The entire construct was removed and replaced. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). D10 medical devices: rotating hinge knee size 5 precoat cemented tibial component catalog#: 00588000500 lot#: 64036627. Nexgen 15mm diameter 30mm length straight stem extension catalog#: 00598801215 lot#: 64063457 . Fem size f right catalog#: 00588011602 lot#: 64111549. 17mm height size f articular surface with hinge post extension catalog#: 00588006017 lot#: 63700159. Tibial block and screws precoat size 5 10 mm thickness catalog#: 00598800527 lot#: 64146426. G2 foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, h10, and h11. Proposed component code: mechanical (g04) - stem. Reported event was unable to be confirmed due to limited information received from the customer. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is no fracture or evidence of implant loosening. Bone quality is osteopenic. Device history record was reviewed and no discrepancies were found. Review of complaint history found no additional related issues with the reported item and lot combination. Root cause was unable to be determined as the issue could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.